Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the patient was hospitalized and treated with injection ceftazdime (1g, once daily, intraperitoneal, ongoing) and injection cefazolin (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. On an unknown date, the patient was discharged from the hospital. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.